Event description:
A healthcare professional via a manufacturer representative reported it was impossible to connect with a consumer¿s implantable neurostimulator (ins), which occurred during normal use. It was noted that it was impossible to use the patient programmer (pp) to recognize the ins. No factors at the moment noted to have led to the event. The pp was changed, no answer, and when a clinician programmer was tried, it was impossible to connect as well. The consumer was going to have an x-ray to see if the ins was in the correct position. The issue was not resolved at the time of the report. There were no further complications reported and/or anticipated.

Event description:
Additional information received from a representative reported the physician must organize an intervention, but a date was not available although it was noted as perhaps (B)(6) 2017.

Manufacturer narrative:
Additional information received indicates the correct mfg. Site ID is (B)(4). Suspect medical device has also been updated. The event has also been upgraded to a serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via the representative reported no more connection between the ins and the remote, and urinary incontinence reappeared. It was unknown if any factors led to the event or if any troubleshooting/diagnostics were performed. The implant was changed on (B)(6) 2017 and the issue was noted as resolved.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins, model 3023, serial (B)(4), found the ins battery normal end of life, no telemetry, and no output. Analysis observed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. Analysis determined that no telemetry was observed with an n'vision clinician programmer. If information is provided in the future, a supplemental report will be issued.